Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the tip was clogged. When the tip gets clogged it tends to get hot because there is no water flow to keep tip cool or within spec.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-fg-10s insert tip overheated; no injury resulted.